Event description:
Fifteen minutes into transurethral microwave thermotherapy checked ultrasound and could not see foley balloon but could see the coude tip of catheter. Stopped therapy. Removed catheter, balloon was deflated. Water tested the balloon and found leak near distal band. Used 2nd catheter to complete therapy.